Event description:
It was reported that the image quality on the 9800 system, during the last procedure of the day, was diminished (images looked too bright). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to adjust kv tracking and replace the workstation cooling fan. Adjusted tracking and replaced fan. The workstation pcbs were also reset. The system was tested and found to be working as intended and placed back into service.